Event description:
It was reported that patient was hospitalized due to infusion set insulin flow block which leads to high blood glucose and also had ketones which was treated with intravenous insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.